Event description:
While suturing with a needle during closing, surgeon noticed the tip of the suture was "blunt" and not like how it was prior to suturing (sharp). X-ray was ordered and completed. Radiologist and sugeon confirmed no findings on x-ray. Rf assure was clear.